Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, parenchyma was resected with the combination of the registered products. There was no problem with the firing until the end, when returning the knife to proximal side by pressing the upper part of the center control button, the adapter came off from the shell with a strange sound like running idle halfway. The adapter was connected again, when it was slowly returned to proximal side, the product was able to be released from the tissue. After that, a new set was set up and used. After the operation, they reconnected the combination of the reported products, however, the event was not duplicated. There was no abnormality with the adapter and it was a reusable product. There was no patient injury.